Event description:
The user received questionable tina-quant unisys immunoglobulin iga-2 (iga) results for two patient samples. Patient sample 1 initial result was 70 mg/dl and the repeat result was 10 mg/dl. Patient sample 2 was from an (B)(6) female and was tested on (B)(6) 2011. The initial result was 109 mg/dl and the repeat result on (B)(6) 2011 was 13 mg/dl. The initial results for both patient samples were reported outside the laboratory. The repeat results were considered to be correct. The patients were not adversely affected. The iga reagent lot number was 64603501 with an expiration date of 02/28/2013. The field service representative determined there was an improper gear pump pressure setting and it was not cleaning reagent out of the reagent nozzle well enough. He adjusted the gear pump pressure and to verify the analyzer operation he successfully ran quality control and precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.